Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited an atrial fibrillation episode and several tachycardia episodes, due to t-wave over-sensing. No interventions were reported at this time. There were no consequences to the patient.